Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was contaminated and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted to treat a pancreatic fluid collection during a cyst drainage procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the second flange of the stent could not be deployed. Reportedly, the scope was in an angled position. The device was removed from the patient with the stent still partially deployed on the delivery system. The physician placed a pigtail stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be fine.